Event description:
Info received indicates the bed is moving when the brake is on.

Manufacturer narrative:
The tech found wax and dirt build up on the casters, causing the bed to move after the brake is applied. The tech also found the caster tires were cracked. The tech replaced all of the casters to repair the bed.